Manufacturer narrative:
Multiple attempts for device serial number were, no response was received. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 3 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). A no external power, a low voltage hazard and a power cable disconnect alarm were active on (B)(6) 2021 from 18:56:05 to 18:56:09 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of ac power. The mpu was not returned for evaluation. The root cause of the reported event was determined to be due to a power outage while connected to the mpu, per the reported information. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard, power cable disconnect, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file was sent in for analysis. The patient had a syncope event with loss of consciousness and hit his head per his report. He had a low flow alarm near the same time at 6:40 a.m. His pulsatility index (pi) was elevated at the time and he has had a few low flow alarms with high pis over the past few days. He also had a no external power event the previous day due to a power outage while on mobile power unit (mpu) per his report. The log captured intermittent low flow alarms with high pi. Most of these low flow events were unsustained (less than 10 seconds). In addition, the log file captured a low power hazard/power cable disconnect/no external power alarms on (B)(6) 2021 at 6:56pm. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. Otherwise, there were no notable alarm conditions or parameter changes. The vad was functioning as intended.